Manufacturer narrative:
(B)(4). The customer returned one guide wire for investigation. The returned guide wire contained three slight bends near distal j-tip. The coils appeared slightly closer; however, they were not offset or unraveled. The returned guide wire was bent 11 mm, 20 mm, and 40 mm from the distal j-tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from lab inventory with moderate resistance. A manual tug test confirmed both the proximal and distal welds are intact. A device history record (DHR) review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer complaint of a kinked guide wire was confirmed by complaint investigation. The returned guide wire contained three slight bends. The returned guide wire was able to pass through a catheter from lab inventory with moderate resistance. A DHR review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device history record for lot# 71f15g1803 was conducted and there were no relevant findings.

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.